Manufacturer narrative:
It was originally reported that the mattress would slide off of the stretcher with the patient. The investigation confirmed that the mattress did not slide off of the litter no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was originally reported that the mattress would slide off of the stretcher with the patient. The investigation confirmed that the mattress did not slide off of the litter no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was originally reported that the mattress would slide off of the stretcher with the patient. The investigation confirmed that the mattress did not slide off of the litter no adverse consequence or clinically relevant delay in treatment was reported.